Manufacturer narrative:
Findings: unable to prime during the prime test due to a faulty sensor resistor. Pump was received with cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer's blood glucose level was unknown at the time of the call. The customer was assisted with trouble shooting but the customer did not receive 2nd series of beeps nor did they receive numbers on the screen of the device. The customer returned the product for analysis.